Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the catheter. A visual and microscopic examination found that the stent was damaged specifically at the centre. The stent protector and product mandrel were not returned for analysis. Blood was noticed inside the balloon indicating there was a leak present at time of the procedure. The inner had broken at the bicomponent bond which causes a leak. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent dislodgement occurred. The 4.00x16mm promus element plus stent was selected to treat the lesion. During preparation, the device was pulled out of the hoop and the stent was caught, stripped off the balloon and remained on the stylet without the physician's knowledge. The device was then advanced into the vessel and inflated the balloon catheter. The physician checked the balloon catheter angiographically and realized that there was no stent on the balloon catheter so he deflated the balloon catheter and removed it from the patient's body. The procedure was completed with an implant of another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent dislodgement occurred. The 4.00x16mm promus element plus stent was selected to treat the lesion. During preparation, the device was pulled out of the hoop and the stent was caught, stripped off the balloon and remained on the stylet without the physician's knowledge. The device was then advanced into the vessel and inflated the balloon catheter. The physician checked the balloon catheter angiographically and realized that there was no stent on the balloon catheter so he deflated the balloon catheter and removed it from the patient's body. The procedure was completed with an implant of another of the same device. No patient complications were reported and the patient's status was fine.